Event description:
Pt reported lap-band system "eroded" into stomach and the scar where the "valve" was installed was "red" and it was diagnosed as an "infection." It was noticed when "food got caught" in the part of the stomach "where the band is," three times. The lap-band system was explanted and replaced. The reported events have not been confirmed by a healthcare professional.

Manufacturer narrative:
Taper unk. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number was given. Only a partial implant date was available. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion, obstruction, infection, and inflammation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the serial number of the device or the implant date. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt non-compliance regarding choice and chewing of food." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reporter event of irritation as follows: the material in this device has been shown in biocompatibility studies to cause slight irritation in intramuscular implantation in animal models.